Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va06d88, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the cause of the event was a fall. The patient had an ins revision and replacement. It was stated there was good function following the revision. No injury or hospitalization was reported.

Event description:
It was reported that the patient fell while hanging curtains and the noticed therapy became less helpful. On program 3, the patient felt stimulation but was back to wearing diapers. The patient was trying to adjust. If she increased stimulation a little, there was some improvement, but going to high caused pain. The patient had a follow up appointment on (B)(6) 2013. It was initially stated that the patient was unable to get out of the icons on the programmer to her home screen, but upon follow up, this was not an issue. However, the patient was not able to switch programs. Additional information was requested, if received, a follow up report will be sent.